Event description:
It was reported normal saline (non-baxter product) leaked out from an interlink vented paclitaxel set when the tubing of the set broke from unknown location. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This medical device report is report 2 of 2.

Manufacturer narrative:
(B)(4). One used sample was received, not several unknown samples. Evaluation summary: one used sample was received out of the pouch primed and attached to an unknown set. The evaluation was limited to a visual inspection under the vent hood due to the sample being contaminated with chemotherapeutic. Visual inspection of the tubing end showed that the male luer was missing. Closer visual inspection of the tubing end showed that, there was no visible solvent plow ridge or residue present. The separated luer was not returned. The cause is unknown. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Several unknown samples were received in a zip lock bag for evaluation. The samples were contaminated with unknown chemo drugs. No defect was observed during visual inspection. No other test was performed. The sample was working within specification. Should additional relevant information become available, a supplemental report will be submitted.